Event description:
The user facility reported that the angio-seal did not fully close the wound; therefore, bleeding still occurred. The doctor applied the c-clamp to press the wound and stopped the bleeding. No complication was reported, or abnormality was seen, and the patient was in good condition. No blood loss was reported. The reported event did not result in patient injury and/or require medical or surgical intervention. Additional information was received on 09jun2025: the procedure prior to use of the angio-seal was percutaneous coronary intervention (pci). A 6 french procedure sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There were no issues with insertion, deployment, or withdrawal of the device.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: distributor. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned sample included the carrier tube and hemostasis sheath. The device was visually inspected and found to have been in used condition. The sheath and carrier tube were returned fully mated and in rear lock position. The suture was fully deployed with both black and clear stop markers deployed. No other internal components were noted. The sample was returned for evaluation and the suture was noted to have been cut once distally from the black compaction marker. The complaint was able to be confirmed for bleeding post deployment. The exact root cause could not be determined. The likely cause was determined to have been insufficient tamping force applied to the collagen. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).